Manufacturer narrative:
Multiple attempts for device serial number were made, however, no response was received. Manufactures investigation conclusion: the reported no external power alarm was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file ((B)(4)) was submitted for review with events spanning approximately 11 days ((B)(6) 2021 (B)(6) 2021 per the timestamp). Intermittent no external power alarms were active on (B)(6) 2021 from 17:25:23 17:25:30. These alarms appear to be caused due to a loss of ac power while connected to the mpu. The no external power alarm activated despite both cables being connected to the mpu. The backup battery supported the system during these events. The alarms cleared once power was restored and pump operation was not affected. The alarm cleared shortly after activating. No other notable alarms were observed in the log file. Multiple good faith efforts were sent regarding the serial number of the mpu, if any equipment was replaced and if it would be returned, and if/how the event was resolved. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file submitted for the patient revealed no external power event on (B)(6) 2021 which was caused by a home power outage.